Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the acoustic lens peeling off could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrovideoscope insertion part was corrugated. The issue was found during preparation for use for a diagnostic procedure. The device was inspected before usage. The procedure was completed using a similar device and there was no delay in procedure. The device was returned for evaluation. During the device evaluation, the following was found: the acoustic lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the following was found: the bending section cover adhesive was broken, the universal cord was corrugated, the charged coupled device lens was scratched, switch 1 was worn, there was insulation failure due to the cut forceps elevator lever shrinkable tube, there was corrosion from the electrical connector and the ultrasonic connector due to leakage, the number of lost ultrasonic elements exceeded the standard value due to a broken ultrasonic cable, the insulation resistance value between evis and us connector were out of standard value due to the broken ultrasonic cable cover, and the insulation resistance value of the acoustic lens was out of standard value because the acoustic lens was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.